Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 21520321.

Event description:
It was reported that the patient was experiencing inadequate pain relief but was resolved with reprogramming. Then again it was reported that the patient was not receiving pain relief and requested for an explant. All device components were explanted and will not be returned.